Event description:
From staff: the handset for the constellation vision system wouldn't work properly. Surgeon picked up handpiece and tried to use it but there was no suction or irrigation. She checked to make sure nothing was clamped or twisted but all seemed well. She was not able to flush it independently either. Surgeon believes there was a "pinch point" between the handpiece and the blue connector. A new set was set up from the core and the new device worked correctly. There was no indication this wasn't going to work. If surgeon had gone into the eye, she's not sure there would have been control over the flow - there may have been none initially, but it might have 'let go' which could have resulted in a problem. She believes it is a quality issue with the product.